Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the superficial femoral artery (sfa). During the preparation of a 018/260 platinum plus¿ guide wire, it was noted that the distal tip of the guide wire broke inside the loop of disposal. The device was stretched out 2cm of the tip. The procedure was completed with another of the same device and the patient's status was very good.

Manufacturer narrative:
Complainant name: (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The visual inspection was performed and the device has the distal tip damaged (elongated) at 3.5cm from the distal end. Guidewire overall length was measured and is within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the superficial femoral artery (sfa). During the preparation of a 018/260 platinum plus guide wire, it was noted that the distal tip of the guide wire broke inside the loop of disposal. The device was stretched out 2cm of the tip. The procedure was completed with another of the same device and the patient's status was very good.